Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during initial placement of this right ventricular (rv) lead, the lead was noted to have been placed in a weird position and after extending the helix, the physician did not like how it looked, so the lead was moved to the septum. After 20 minutes, a drop in blood pressure was noted. A lead perforation was noted in addition to a small effusion. A pericardiocentesis was performed. The lead remains implanted and in service. No additional adverse patient effects were reported.